Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the clinic, the receiver/stimulator had extruded out of the skin. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on 12 february 2020.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2019. The patient was not reimplanted with another device. This report is submitted decmeber 31, 2019.